Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. System check was performed and the pump performed as intended. Tandem technical support informed the customer that the occlusion was most likely due to an infusion set site issue. The customer declined to change their pump supplies and stated that they are able to clear the alarm, resume insulin deliveries and deliver the correction bolus successfully.